Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in sections d2. The correction information is reflected in this report. D.2 section incorrectly reported as mns product in the previous report, which is correctly reported as bzd product in this follow up report.

Manufacturer narrative:
The manufacturer previously incorrectly marked on manufacturer narrative on section h10 which should have been unmarked.the section b4 date in the previous report was incorrect and it should have been 06/30/2022.

Manufacturer narrative:
Additional information was received on october 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Additional information was received about the allegation of respiratory tract irritation, lung disease. The section e1 was updated and sections b1, b2, h1 and h6 has been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous report.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - clinical codes and health effects - impact code was corrected.